Event description:
It was reported that after a journey ii bcs xlpe articular insert sz 3-4 right 12mm was implanted in an unknown date, the patient experienced range of motion problems; lacking 10-15 degrees of extension. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. A new device jrny ii bcs xlpe art isrt sz 3-4-rt 9mm was implanted. The outcome of the patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a knee revision was performed due to rom problems. The requested medical/surgical records and x-rays have not been provided to date. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.